Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer reported that sensor glucose readings were 54 mg/dl and 46 mg/dl. Customer treated with juice based on sensor readings. Customer tested blood again and blood glucose was 548 mg/dl. Customer was educated on proper calibration and insertion.